Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of an implant of 26mm edwards sapien 3 ultra transcatheter heart valve, in the aortic position by transfemoral approach. The 14f esheath was placed without any issues in the right femoral access. When inserting the commander delivery system (ds), there was an increased push force in the proximal part of the esheath. Fluoroscopy showed a perforation of the sheath by the stent of the valve. It was decided to remove the delivery system with esheath together, as one unit. A new kit was then opened, and a new sheath and valve were prepared. The new valve was successfully implanted. There was no patient injury and the patient was stable. As per pre-decontamination evaluation of the valve, one strut was slightly bent. As per medical opinion, the access vessel was adequate size and the degree of vessel tortuosity and calcification was mild to moderate.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually inspected for any abnormalities and the following was observed: the crimped valve: one (1) strut was slightly bent at inflow side. Multiples struts exposed through skirt (normal after used and crimped). Post-expanded valve: previously bent strut autocorrect post-expansion. Valve frame was canted/distorted. Multiples struts exposed through skirt (normal after used and crimped). Leaflets wrinkled and dehydrated due to storage condition (prolonged crimping. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint frame damage was confirmed based on the returned device evaluation. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''when inserting the commander ds, there was an increased push force in the proximal part of the esheath. The fluoroscopy showed a perforation of the sheath through the stent of the valve. It was decided to remove the system as one unit, no cut-down needed.'' And ''the degree of vessel tortuosity and calcification was mild to moderate.'' Per the training manual, ''insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion'' and ''in expectation of high friction, use short movements and push delivery system closer to sheath hub.'' Furthermore, the training manual instructs that ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification,'' ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system,'' and ''do not over-manipulate the sheath at any time''. As revealed via imagery review, the patient's right iliac access vessel had presence of calcification and tortuosity. Calcification and tortuosity can create a challenging pathway during delivery system/thv advancement, leading to resistance. In this case, it is possible that additional manipulation/excessive push force was applied to overcome the associated resistance, causing the valve struts to interact with the sheath shaft, resulted in the bent strut at the inflow. As such, available information suggests that patient factors (calcification, tortuosity) and procedural factors (high push force, excessive device manipulation) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. No labeling or IFU/training inadequacies were identified. A product risk assessment (pra) has previously been initiated to capture the product risk assessment and a CAPA has been initiated to capture further investigation and corrective/preventive action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.